Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 27 mg/dl. The customer's expected fasting blood glucose test result range is 105 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 1:27mg/dl on (B)(6) 2017 09:30 am fasting: yes. The customer stated her meter was giving very low readings. She is feeling well and denies any symptoms of diabetes. The customer stated the first reading she took was e-5. She obtained a result of 27 mg/dl. While attempting to go through the meters' memory the customer stated her meter had an s button and a plus and minus button. I had the customer read the serial number of the back of the meter and it was (B)(4). She states this is the meter with the test strips ku0254. The only number she could get from the memory was the 27 mg/dl and then the meter began to continually flash random numbers. The customer was unable to perform a blood test on the meter because when she inserted a test strips random numbers were flashing. No back to back blood test was performed.